Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-02429, 30: tests 1, 2, of 3). This is a retrospective report due to challenges implementing esg.

Event description:
User reported 3 false positive results. Negative by pcr. This is report 3 of 3.